Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the burr was stuck in lesion. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotablator plus and rotawire drive were selected for use. After reviewing the previous coronary angiogram, the physician decided to use a rotablator to modify the calcium before proceeding with percutaneous coronary intervention (pci). A non-boston scientific guide catheter was used to engage the left main coronary artery (lmca), and a rotawire drive floppy was inserted into the distal lad. The rotablator was prepared according to the device family instructions (dfu) and set to a speed of 180,000rpm outside the patient. The burr was advanced over the rotawire to the ostium of the lad. The burr was activated, after about 15 seconds of ablation, the rotation speed significantly decelerated, with the rpm dropping from 165,000 to around 115,000 before the burr eventually stalled. It appeared that the burr had become stuck in the calcific lesion. There was a challenging bend with calcium at the site where the burr became stuck. Despite several attempts to activate the footpedal, the system continued to stall. Dynaglide mode was activated, and the brake defeat button was depressed but attempts to remove the burr by pushing the wire into the back of the advancer, was unsuccessful. The rotablation mode and the brake defeat button activated to applied manual traction on the rotablator catheter while burping the footpedal. This approach successfully released the burr from the lesion, allowing it to return to the ostium of the lad. At this point, the burr was free spinning, and the wire remained distally located with no signs of dissection or perforation. The physician decided to continue with the rotablation, the burr carefully advanced to lesion with less force. The lesion was successfully treated with rotablation, and the burr removed through guide catheter on dynaglide mode. The vessel was then further prepared with a 3.00 x 12 emerge and 3.00 x 20 nc emerge balloons and stented with a 3.00 x 38 mm synergy xd stent. The stent was then post-dilated with a 3.50 x 12 nc emerge balloon. Post pci, angiography was performed with successful angiographic result. There was no patient complication reported, and the patient remained stable throughout the procedure with no st changes observed.